Event description:
It was reported that during a ureteroscopy procedure for kidney stone the fiber broke while deflecting in scope. The fiber piece was inside the patient, the physician stopped lasing and removed with no issue via a retrieval basket. The patient was treated successfully with another laser fiber and the procedure was completed. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece, however measuring the fiber found that it measured 295 cm. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber indicates there is no visible defects. Microscopic inspection of the connector did not identify any defects. The functional test showed error code 67 indicating fiber expired. Based on this information the complaint against the fiber was confirmed. A device history record review confirmed the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. Instructions of use for the fiber state that the length should be 300 cm, the returned fiber was shorter than the length specified. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. The investigation conclusion code assigned to this investigation is cause traced to component failure.

Event description:
It was reported that during a ureteroscopy procedure for kidney stone the fiber broke while deflecting in scope. The fiber piece was inside the patient, the physician stopped lasing and removed with no issue via a retrieval basket. The patient was treated successfully with another laser fiber and the procedure was completed. There were no patient complications.